Event description:
Information was received from a manufacturing representative and health care provider (hcp) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 800 mcg/day. The indication for use was spinal pain. The patient was in the emergency room on (B)(6) 2016 for a possible infection to the pump pocket. The area of the (possible) infection was the right upper buttock. The (possible) infection was related to the device. There was purulent drainage from the pocket site (right upper buttock area). The patient was having pain to the left hip area. The patient had the pump for back pain. They gave her a single bolus (pump) in the emergency room, and it improved her back and left hip pain. The symptoms (pump pocket drainage and left hip pain) started on (B)(6) 2016. The patient was being treated in the emergency room. The patient had a urine toxicology screen done, and there were no drugs found in her urine. Diagnostics included ¿adjustment and personal therapy manager (ptm) dose.¿ actions/interventions taken included ¿intravenous antibiotic protocol started.¿ the cause of the infection was not determined. The infection and hip pain resolved. Additional information was later received from the hcp through the manufacturing representative. The hcp determined the pump pocket was not infected and sent the patient home with antibiotics. The patient was doing well with no complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.